Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; product ID: 9735821, serial/lot #: (B)(6) , ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. After pressing the system on button, the system did not boot and the "no signal" error message was displayed. There was no patient involvement. It was determined the system computer needed to be replaced. 2022-03-28 desaup2: e1, 2: additional information received. Trouble shooting included the following. They first reset all cables related to video signal, as the problem was no video detected on main cart monitor, the second step they tried was resetting ssd, the third step they had reset the graphics card and rams inside the computer. Finally they cross checked with another good computer and found that no video detected issue solved. The root cause of the event was not able to be determined. The site has not responded to replacement po.